Event description:
Upon removal of the device, the needle and stylet separated from each other.

Manufacturer narrative:
The sample has been received for analysis, and is currently under investigation. A supplemental report will be submitted upon completion of the investigation.